Manufacturer narrative:
It was reported the valves will not be returned, and that a copy of the visual images from the procedure would be available for analysis. A supplemental report will be filed when the investigation is completed. A separate report has been filed for the other valve. (B)(4).

Event description:
Medtronic received information that this was one of two transcatheter bioprosthetic heart valves that were surgically explanted after initial implant due to a procedure-related puncture of the left atrium. A non-medtronic stiff guidewire was placed into the left ventricle and a balloon aortic valvuloplasty (bav) was performed. The patient exhibited hypotension that was not resolved with medications. The hypotension initially was thought to be due to post-bav aortic regurgitation. The blood pressure did not improve following implant of this valve. An angiogram showed that the valve was implanted low in the annulus, the existence of a paravalvular leak and a possible aortic rupture. Cardiopulmonary resuscitation, defibrillations for ventricular fibrillation, intravenous fluids and a blood transfusion were administered. A second valve was implanted valve-in-valve, but the patient¿s condition did not improve. An aortic rupture was suspected and the patient was prepared for surgery. It was then found that the left atrium had been punctured, and that the bav and valves had been deployed through the puncture. The valves were explanted and the puncture was surgically repaired. The patient was admitted to an intensive care unit for monitoring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.